Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was used. On the pt's right side underneath the arm where the drains touched her skin, a blister occurred. The blister measured approx 1/2 inch wide and 1 and 1/2 inches long. The drain remained in place for 2 and 1/2 weeks. The drain was removed and within less than 12 hours, the pt had a temperature and chills. The pt followed up with the surgeon the next day and was started on antibiotic therapy on a friday. The following tuesday, the pt was admitted to the hospital and was started on IV antibiotics. On wednesday, the pt was not improving and was taken to surgery to have expanders removed. Cultures were taken which revealed a (B)(6) infection. The pt has seen an allergist due to the reaction.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01708. The same pt is represented in each medwatch.